Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site for sys inspection. The fse replaced the wash block and made adjustments to the r2 reagent probe. No conclusion can be drawn. The instruments are performing within specifications. No further eval of the device is required.

Event description:
A discordant high positive advia centaur troponin ultra result was obtained on a pt sample when compared to repeat troponin testing. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.